Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device was connected to a scalpel generator and passed initial function testing. The device was able to cut and coagulate properly, however a "relax pressure on blade" error appeared during the first three successful cuts using the min setting. The device was disassembled and examined further. Buildup of tissue was noticed on the distal end of the scalpel rod; however, no fluid/tissue was noticed past the distal gasket. Additional inspection of the distal gasket revealed signs of damage and wearing of the gasket lip which could allow fluid/tissue to rise up the rod. Due to the device having no visible fluid/tissue ingress past the distal gasket and also passing in-line inspection, the most likely root cause of damage and wearing of the distal gasket lip may be attributed to investigation disassembly and/or damaged during use.

Event description:
It was reported that the har36 trial resulted in a relax pressure on jaw warning during the first cut. The physician removed device, reset warning, started again and error happened again. There was no patient injury, medical intervention and extended procedure time was minimal.